Event description:
Patient presented to the physician post-implant procedure with signs of neuropraxia and difficulty swallowing. Physician admitted the patient for monitoring and a feeding tube was placed. Patient was released the following day. Patient presented back to the physician with continued improvement.